Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on 2002. Vessel morphology is unknown. The diameter of the proximal non-aneurysmal aortic neck was 22-23 mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 180 mm. The patient has a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the left renal artery was tightly stenosed and clotted off during the deployment of the stent graft. The physician was able to pass a guidewire through the renal artery and place a stent. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. It was reported that the renal artery was patent upon completion of the procedure and the patient is reported to be fine.